Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's father reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 450 mg/dl, which he treated via manual insulin injection. The customer rewound and re-primed with the insulin pump but the no delivery alarm persisted. The father resolved the issue and refused troubleshooting at the time of call. The insulin pump was not returned for analysis.